Event description:
In 2007, the patient's wife called for assistance in turning off the beeps on the patient's insulin infusion device which was successfully accomplished. She reported, the patient was currently in the intensive care unit of the hospital diagnosed with ketoacidosis. She stated he has been disconnected from his infusion device and is on an insulin drip. She said on two days earlier, the patient had elevated blood glucose readings and went to the emergency room where he was admitted to the hospital. She stated he was feeling better on one days prior to original date, so he was released. She said when he got home he began to feel bad again and was readmitted to the hospital. On follow up on six days after the original date, the patient stated he is doing much better. He stated he does not think the issue has anything to do with his infusion device and that his doctor feels he had a gastrointestinal bug which caused the problem. On further follow up , the patient stated his blood glucose levels have returned to his normal range. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.